Event description:
Doctor was pre drilling holes in the peek implant while it was outside the patients head. Surgeon took his finger off of the drill before he was done drilling and the twist drill got stuck in the peek implant. When they were trying to remove it they rocked the twist drill back and forth and it broke a little piece of the twist drill off inside the peek implant. It wasn't sharp and wasn't all the way through to the other side. Doctor decided to leave it implanted in the peek and then proceeded to finish the case. The rest of the twist drill was discarded in the sharps container.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics and data analysis as no device was sent back for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number provided was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.